Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hpv amp kit, list number 09n15-090, which is the same/ similar to the alinity m hpv amp kit, list number 09n15-095, which is us FDA approved.

Event description:
Customer reported observation of a false negative result when running the alinity m hr hpv assay. On the (B)(6), sample ID (sid) (B)(6) was tested with the alinity m hr hpv assay and showed no sign of amplification for any of the genotypes. Hpv negative result was reported to the gynecologist. In addition, a methylation test was requested by the physician but due to the negative result not performed. Gynecologist informed the lab that the woman has colposcopy visible pre-cancerous lesion and biopsy showed histologically confirmed cin3 (cervical intraepithelial neoplasia grade 3). On (B)(6) 2025, testing was repeated with alinity (sample was hpv negative again). The same sample was additionally tested with allplex hpv assay, where hpv16 was clearly detected (cycle threshold (CT) = 28.37). Customer also performed methylation test from the same specimen and it was also clearly positive. According to the customer the patient was called in again based on the correction of the hpv result (and after providing positive methylation result and receiving histology result); the patient will undergo surgery. There was no report of adverse impact to patient management as physician utilized assessment of cytology, history, other risk factors, and professional guidelines to guide patient management.

Manufacturer narrative:
H6 health effect impact code updated to add 4605, in addition to 2199 which was originally included. Update to h10 provided to summarize updated complaint investigation: as part of the troubleshooting process with the customer, customer data (results logs) were reviewed. This review indicated that the amplification curve generated for the initial result was below the threshold, generating a negative result. The repeat sample, performed during the site investigation of the alleged false negative result, was also interpreted as negative as the amplification curve generated for the initial result was below the threshold. Review of the amplification for cellular control appeared normal, indicating proper efficiency of sample extraction and amplification. Alternate platform testing was also reviewed with the customer. Exhaustive troubleshooting identified no assignable cause at the site for the false negative result. Therefore, ticket was elevated to request investigation be performed by abbott molecular to confirm that there was not an identified product deficiency with the specific lot of amplification reagent kit utilized during their testing. Original investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: return sample evaluation: customer communicated during intial phone contact and confirmed, after multiple attempts through the distributor, that questioned patient samples will not be provided. Additionally, the material (kit) used for testing is depleted during testing and therefore isn't available. No additional internal functional testing could be performed. Retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 392663 was performed. All assay run results were within the lower specification limit (lsl) and the upper specification limit (usl) as defined in the testing protocol. No false negative results were observed. Therefore, the file sample evaluation testing results did not reproduce the customer's observation. Customer data review: the assay met specification requirements, as no error codes or flags were displayed for the run controls. The amplification curve generated for the initial result was below the threshold, generating a negative result. The repeat sample was also interpreted as negative as the amplification curve generated for the initial result was below the threshold. Review of the amplification for cellular control appeared normal, indicating proper efficiency of sample extraction and amplification. As with any diagnostic test, the results from the alinity m hr hpv assay should be interpreted in conjunction with other clinical and laboratory findings. If the hr hpv results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Quality data review: device history record (DHR) review. The manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including components) did not identify any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for kit or component lots. Complaint history review: lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 392663. The lot specific complaint history review did not identify any additional complaints related to the reported issue for the alinity m hr hpv amp kit (list 09n15-090) lot 392663. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 392663 was not identified. Update january 2026: additional investigation included a supplemental complaint review and a review of data on the sensitivity of validated hpv assays for detecting greater than or equal to cin3 cases. A summary was compiled to compare the clinical sensitivities among multiple validated hpv assays including alinity m hr hpv, for the detection of greater than or equal to cin3 cases across several clinical trials. The data sources for this analysis include the package insert studies for the respective test of interest and peer reviewed publications. Review indicates, the clinical sensitivity for alinity m hr hpv was high across multiple studies/populations, ranging from 93% to 100%. The clinical sensitivities for the other validated hpv tests were very similar, i.e. 94% to 95% for allplex, 91% to 100% for onclarity, 86% to 98% for cobas 4800, 89% to 96% f or cobas 6800, and 90% for aptima. As a result, validated hpv tests including alinity m hr hpv demonstrated similar and high clinical sensitivity for detecting greater than or equal to cin3 cases. False negative results can be observed for all validated tests, at low frequency. A lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 392663. The lot specific complaint history review identified only the original ticket logged for this observation. No additional complaints were found related to the reported issue for alinity m hr hpv amp kit (list 09n15-090) lot 392663. Complaint trending for product 09n15 (all lots over a 12 month timeframe) was also reviewed. There was no trend exceeding the established upper control limit identified. No adverse trend was identified. Based on our investigation, alinity m hr hpv amp kit (list 09n15-090) lot 392663, related to this complaint is performing as intended.

Manufacturer narrative:
Investigation into this complaint included file sample testing, customer data review, quality data review and a complaint history review. The results of the investigation are summarized as follows: retain / file sample evaluation: the file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 392663 was performed. All assay run results were within the lower specification limit (lsl) and the upper specification limit (usl) as defined in the testing protocol. No false negative results were observed. Therefore, the file sample evaluation testing results did not reproduce the customer's observation. Customer data review: the assay met specification requirements, as no error codes or flags were displayed for the run controls. The amplification curves appeared normal and exhibited normal amplification for the hpv16 genotype, as well as the cellular control. Both runs for sample ID (B)(6) were interpreted as negative for the hpv16 genotype as the max ratio (mr) value was below the mr threshold and no fractional cycle number (fcn) value was reported. Mishandling of sample preparation cannot be ruled out as a likely cause for the discrepant false negative results. As with any diagnostic test, the results from the alinity m hr hpv assay should be interpreted in conjunction with other clinical and laboratory findings. If the hr hpv results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Quality data review: device history record (DHR) review the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including components) did not identify any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 392663 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. The CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for kit or component lots. Complaint history review lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false negative results while using alinity m hr hpv amp kit (list 09n15-090) lot 392663. The lot specific complaint history review did not identify any additional complaints related to the reported issue for the alinity m hr hpv amp kit (list 09n15-090) lot 392663. Additionally, complaint trending was reviewed. A trend violation was not identified, and the upper control limit was not exceeded for product 09n15 (base list number). Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 392663 was not identified.